Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to a spyscope ds ii and spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the image started to freeze with lines appearing across the screen and cut off shortly within five to ten minutes of use after the spyscope was inserted into the bile duct. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.